Event description:
It was reported that surgeon inserted a competitor's lens using the msi-tf injector and the lens was ripped by the plunger during insertion. The incision was enlarged to remove the lens and another lens was implanted.